Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. · death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator, patient was admitted for massive sternal wound infection and subsequently died. The patient complained of chest pain on (B)(6) 2016. The patient's hemi-sternotomy was found to be inflamed, tender, and erythematic. Site had not dehisced. Wbc on admission 21.6 (up from 12.0). Blood cultures positive for staph aureus. CT chest on (B)(6) 2016 showed a small sub-sternal effusion. The patient was treated with IV vancomycin and zosyn. The patient was taken to the operating room on (B)(6) 2016 for an incision and drainage procedure. The chest was irrigated with 5 liters of antibiotic solution. Cultures taken in the operating room also came back positive for staph aureus. The patient was recovering well post-operatively initially and subsequently died of pulseless electrical activity on (B)(6) 2016 while on IV antibiotics for infectious disease. The site is uncertain if the death is related to the device or not, so the autopsy is being done and the pump will be explanted for return.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4). Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of controller log files showed that the pump parameters were within their normal operating range and no alarm had been logged prior to or on the reported event date. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination and functional testing, but failed dimensional verification due to deviations from the rear housing disc curvature specifications. Per internal investigation, these deviations are not expected to impact pump performance. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.